Event description:
Event description: a peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that when he uses the island dressing tape, he gets a rash and skin irritation. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).